Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid from an implanted pump. The indication for use is spinal pain and failed back surgery syndrome. The patient had a history of multiple back surgeries, cervical spine fractures, post laminectomy syndrome with lumbar radiculitis, and chronic anemia. On (B)(6) 2016 it was reported that the pump pocket had been infected for a few weeks ((B)(6)2016). The hcp had the patient on antibiotics and the pump and catheter were explanted. At the time of the report the patient was alive with no injury. Additional information was reported by the hcp. It was reported that the patient had first started experiencing the infection in (B)(6) 2016; the patient had been referred to an infection control physician for diagnostic tests. The pump was explanted on (B)(6) 2016 and the patient was admitted for further management under the hospital's care on recommendation of the anesthesia physician. At the time of evaluation the patient was alert, awake, oriented, lying in bed with a mild degree of distress secondary to pain. The patient could establish and maintain a rapport. The patient was reasonably dressed with fair hygiene. The patient's vital signs were recorded at the time of the evaluation the patient's blood pressure was 129/75, pulse rate 56, respiratory rate of 18, temperature of 97, and the patient was saturated at 96% on room air. It was also reported that there was a dressing on the patient's back after the removal of the baclofen pump. There was mild tenderness around the wound. It was reported that diagnostics were done including a complete blood count (cbc) which showed a white count of 6, hemoglobin of 7, hematocrit of 25 and platelet count of 428. The chemistry profile showed sodium of 136, potassium of 3.5, chloride 95, co2 32, bun 12, creatinine 0.4, glucose 100, and calcium 9. The pt was and inr was 1.1. It was reported that the patient was admitted to the hospital for interventions including: symptomatic treatment of pain and other symptoms including fever, initiate intravenous antibiotics starting with vancomycin and switching to appropriate antibiotics following culture and sensitivity report, stress ulcer and deep venous thrombosis prophylaxis, restart the patient's home medications, have an infectious disease consult and follow up with hospitalist service and post discharge and sent back to primary physician for further follow up. The surgeon reported finding that the pump cavity had a significant amount of fluid and there was also a significant amount of organized biofilm had collected around the pump. It was reported that the infected tissue was freed, the pocket was irrigated and a drain was placed into the pump cavity. It was noted that the pump, catheter and fluid had been sent for sensitivity and cultures.

Event description:
It was reported that the pump only had dilaudid. They noted that the hospital always referred to pumps as baclofen pumps even if they are not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.